Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Patient complaint knee stiffness, mobilization in anesthesia.

Event description:
Patient complaint knee stiffness, mobilization in anesthesia.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee. An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.